Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed bicarbonate buffer test per dop 114-830. Sensor passed per specifications with accurate readings.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a sensor glucose level of 47 mg/dl and a blood glucose level of 149 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.